Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported via manufacturer representative that probe was not functional, the probe was changed during the intervention. There was a delay in treatment. There was no patient involvement.